Event description:
Pt reported experiencing hyperglycemia since yesterday. Pt stated she thinks the infusion device is not delivering the right amount of insulin. Pt required help from a nurse by phone. Pt reported she primed the infusion device and insulin flows correctly. Pt stated she reconnected to the infusion device after a short period of an alternative therapy with insulin pens and her blood glucose level decompensated again. Pt was given insulin therapy every 2 hours and a ketosis diet to treat the ketosis. Pt did not go to the emergency room, but was in contact with her nurse every 2 hours to correct her glycemia. Pt reported the hyperglycemia began on (B)(6) 2012 at 9 am, with a blood glucose level of 457 mg/dl; she did not test for ketones and delivered 6.0 units of insulin. Pt stated at 11 am, her blood glucose level was 380 mg/dl and she programmed a 200 temporary basal rate (tbr). Pt reported at 1 pm, her blood glucose level was 380 mg/dl and found 3+ ketones after she changed the insulin cartridge and infusion set. Pt stated at 9 pm, her blood glucose level normalized and she treated herself with lantus insulin. Pt reported on (B)(6) 2012 at 10 pm, she started the infusion device; her blood glucose level was 124 mg/dl at that time and at 11 pm, she delivered a 5.0 unit bolus via the infusion device. Pt stated at 1 am, her blood glucose level was 211 mg/dl and at 4 am, her blood glucose level was 317 mg/dl. Pt's normal blood glucose level was not provided. Pt reported she disconnected from the infusion device, delivered a bolus with an insulin pen, and her blood glucose level normalized. Pt stated the infusion device did not alarm or display any error messages. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.